Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump alarmed with no delivery during the manual prime process. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the no delivery issue. The customer disconnected and reconnected the same reservoir and infusion set and the prime process was unsuccessful. The infusion set was changed and the prime failed a second time; insulin exited the tubing but the no delivery alarm occurred. The reservoir was then changed and the pump was able to deliver insulin without incident. The reservoir will be returned for analysis and two replacement reservoirs and infusion sets were shipped to the customer.